Manufacturer narrative:
An infection was reported to abbott. It was conveyed that the infection originates at the lead(s), extension(s), and the entire system was explanted; however, no explanted products were returned for analysis. The patient was administered both oral and IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection where the lead and extension connect and they were hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.